Event description:
The consumer reported that his (B)(6) daughter may have ingested the binaxnow reagent on (B)(6) 2021. The consumer stated that the child was not displaying any symptoms at the time of the call. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical services made attempted to contact the customer but was unsuccessful in providing safety data sheet. According to the package insert in195000 v3.0: precautions the extraction reagent packaged in this kit contains saline, detergents, and preservatives that will inactivate cells and virus particle. Samples eluted in this solution are not suitable for culture. The product will continue to be monitored and tracked.